Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (thermal damage) has been confirmed. As received, the battery did not power on monitor due to thermal damage on the housing. The root cause for the thermal damage could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.